Event description:
During the procedure when the subject device was advanced to the area of treatment, the teflon coating peeled inside the rotating hemostatic valve. The subject device was disposed of at the user facility. The procedure was successfully completed with another unit.